Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) was unknown. No product information has been provided to date. No causes or potential causes to the customer's reported problem were found during the device history review. . A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the tube holder, the plunger head was cracked by all the screws, and the plugger assembly was misassembled (cables not connected). A review of the event history log identified the history was corrupted. During functional using the occlusion test and visual inspection the reported issue was verified. The unit was loud due to the drive train needing grease and the plunger error was due to the cables not being connected. The root cause of the issue was caused by the customer's incorrect assembly of the device. Greased drive train/worm coupling, reconnected cables and reassembled the plunger assembly correctly.

Event description:
It was reported that the pump was loud and the syringe plunger was malfunctioning. No patient injury was reported.